Event description:
It was reported that the patient is experiencing pain in the femoral area along with a burning sensation in the lower back.

Manufacturer narrative:
The lot number for the femoral head was provided, therefore a complaint history search of the manufacturing lot was performed an no additional complaints were returned. Neither x-rays no operative complaints were returned. Neither x-rays no operative notes were provided for review. It is unknown if the devices were implanted with the correct fit and if the devices were implanted with the correct fit and orientation per the surgical technique. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence therto is unknown. Cause cannot be definitely determined. Review of the device history records for the cup, stem and liner were not possible as the lot numbers required for retrieval were unavailable. Review of the device history records for the head revealed no manufacturing deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. 00620205422, trabecular metal modular cups, 61214932. 00771101100, m/l taper femoral stem, 61208851. 00630505032, xlpe liner standard 32 mm, 61188404. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 00684, 0001822565 - 2018 - 00685, 0001822565 - 2018 - 00686.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.